Event description:
It was reported that the pt expired when the nurse inadvertently broke the bonded stopcock at the side arm when attempting to connect an IV line to the sheath. She connected an adapter to the side arm and IV line and thought the connection was secure. When the pt was transferred to the nursing floor for a breathing treatment, he sat up in bed, took a few breaths, and coded. This incident appears to be one of user error with no device defect involved.